Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr) during one episode. In addition, there were two more episodes with shocks that same day. The episode was not isolated and therapy was exhausted. It was also mentioned during the call that the patient had stopped taking medications. No additional adverse patient effects were reported. The device is not expected to return as it remains in service. Additional information received indicates that this ICD delivered some inappropriate shocks due to atrial fibrillation (af) with rapid ventricular rate (rvr). No additional adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 9 inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr) during one episode. In addition, there were two more episodes with shocks that same day. The episode was not isolated and therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.